Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have gone swimming with insulin pump still connected. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.